Event description:
It was reported that the customer was experienced a hyperglycemia. Customer blood glucose level at the time of incident was 24.1 mmol/l and his current blood glucose level was 21 mmol/l. Customer also reported an insulin flow blocked alarm. Customer was used insulin pump system within 48 hours of reported high blood glucose level. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.